Event description:
It was reported that the bd intima ii catheter was defective / damaged. The following information was provided by the initial reporter: on (B)(6) 2019, a patient was admitted to the hospital with coronary heart disease. A cannula was inserted to protect the vein. After insertion, it was found that the y-shaped tubing was broken, so the cannula was removed and reinserted.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
(B)(4). Follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is adapter / connector defective / damaged.

Event description:
No additional information was provided.